Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Depuy (B)(4) was unable to retest the retained sample of this product, it was manufactured in june 2006 (expiry date may 2009), and therefore, is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure (B)(4). A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the patella at the cement/bone interface, which caused pain. Depuy cement was used in the primary surgery.